Manufacturer narrative:
Section a: patient information: a2:age at time of event: initial: ni updated to 17 / a2: age units (patient): initial: ni updated to years, a3: sex: initial: ni updated to male.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 21020ui01 was evaluated using worldwide data from customers in the field. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 21020ui01 did not show any non-conformances, or deviations. Worldwide data from customers in the field was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. Per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2pg/ml. Abbott has not established expected ranges for male patients < 21 years old. Based on the investigation architect stat high sensitive troponin-I reagent lot 21020ui01 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified. Section d3 suspect medical device was updated including the phone number, email, and fax number section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
Was the device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for a (B)(6) year old male. The following data was provided on (B)(6) 2021 : architect = initial result = 58.8 pg/ml (reference range: cutoff is 34.2 pg/ml) (positive) siemens = result = 0.033 ug/ml (reference range: 0 - 0.04 ug/ml) (normal) beckman = result = 13.8 pg/ml (reference range; 0 ¿ 40 pg/ml) (normal) the patient sample was repeated and generated a result of 60 pg/ml on the architect analyzer. The patient sample was tested on the roche platform and generated a result of 0.017ug/ml (reference range: 0-0.014 ug/ml). A biochemistry ck test was performed and generated a result of 206 u/l (reference range < 190 u/l). There was no impact to patient management reported.